Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, calcified lesion). No results available since no evaluation was performed. Device not returned. Evaluation conclusions: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (patient lesion morphology, calcified lesion) . Unable to confirm complaint. Device not returned. (B)(4).

Event description:
The physician attempted to deploy a resolute integrity 3.00 x 26 mm rx drug eluting stent. The target lesion was in a non- tortuous location in the cx, was moderately calcified with 90 % stenosis. A pre-dilatation was carried out using a 2.0 x 20 mm balloon. The stent was advanced to the lesion but it would not cross. Upon withdrawal it was observed that the stent was deformed. Two more resolute stents were used (3.0 x 15mm and 3.0 x 18mm). No patient complications were reported.